Manufacturer narrative:
(B)(4). The pump was received with a scratched case and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had a moisture damage. Customer stated insulin pump exposed to water as customer went for swimming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.